Event description:
Treatment of an aneurysm. It was reported that the coil could not be detached with the instant detacher or via manual method. Upon removal, the coil detached.no patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for analysis without the implant coil. The evaluation could not determine the cause of the event.(B)(4).